Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the patient was hospitalized due to high blood glucose. Customer's blood glucose was 399 mg/dl. The customer was admitted to the hospital. The customer's nurse stated that the patient wanted to see if we could get the pump working again. The customer's nurse was advised it was required question and pump testing and the nurse stated he did not have time to talk and will call back later when he had a chance.